Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump alarmed multiple power system error detected. Customer's blood glucose level was 400mg/dl at the time of the incident. It was reported that no troubleshooting could be performed on the insulin pump when the customer's parent called due to the insulin pump being at the hospital and the customer being in the hospital as well for a blood glucose level of 560mg/dl. It was reported that the customer also had diabetic ketoacidosis. The insulin pump will be returned for analysis.